Manufacturer narrative:
Corrected: d3 - mfg establishment name, manufacturing plant address 1, city and zip code and g1 - contact office establishment name. One device was returned for analysis. Visual inspection found a detached(dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a upstream occlusion sensor. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion when there was none. There was no patient involvement.